Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es when the user was tried to pull multiple medications, it provided incorrect volume. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section e initial reporter first name, initial reporter last name, initial reporter phone, initial reporter e-mail, other occupation & initial reporter facility name. Upon investigation of this incident, a technical support specialist (tss) contacted customer to confirm whether any changes or updates were needed on the formulary item or if removing the equivalencies had resolved the issue. Removing the equivalencies allowed the correct medication to respond to the incoming orders. The customer confirmed the issue was resolved. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es when the user was tried to pull multiple medications, it provided incorrect volume. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es when the user was tried to pull multiple medications, it provided incorrect volume. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 16-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. No findings available at the time this report was submitted; therefore, annex a code a27 was applied. A supplemental report shall be submitted if additional information becomes available reflecting the appropriate medical device problem annex a code.